Manufacturer narrative:
Initial report sent to FDA on 06/26/2008.

Event description:
Procedure: pancreas. According to the reporter: the surgeon stapled across pancreas including splenic artery and vein as well as pancreatic duct. The staple line seemed intact with no leaking. The surgeon noticed 30 minutes later at the end of the case that the staple lines opened and bleeding was reported. Blood pressure dropped to 50/20 with five liters of blood loss. Doctor opened the patient to stop the bleeding and the patient was transfused and resuscitated. The patient was discharged to home after a total length of stay of 8 days.